Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve of the spyscope ds protruded and was clearly visible on the endoscopic monitor. A jagwire was inside the spyscope ds when it protruded and there were no reported issues with the accessory device. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.